Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient presented with pain and was not satisfied with this inflatable penile prosthesis (ipp) tenacio pump. The patient stated that it is more difficult to inflate and bulkier than the ms pump. Therefore, a revision surgery was performed to remove and replace the component. No additional patient complications were reported.